Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet, with a high of 202 mg/dl and a low of 51 mg/dl, in the context of missed meal announcements, intentional under-announcing of meals to receive less insulin, and subsequent healthcare provider guidance to stop pump use pending follow-up. The agent provided education, collected blood glucose details, and performed troubleshooting including a factory reset and training resources, and the user used oral glucose to treat lows. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no hospitalization, no medical intervention beyond oral glucose, and no long-term impact reported. Investigation included technical troubleshooting with the user, review of use patterns, and education on proper meal announcing and treatment of hypoglycemia. Investigation of this case revealed user-related factors, specifically missed meal announcements, inaccurate meal entries, and overtreatment of hypoglycemia, which contributed to the reported glucose excursions. It was concluded that the device functioned as designed and the events were attributable to use error, with reinforcement of training and direction to follow healthcare provider recommendations.